Event description:
Procedure performed: hernie retroperitoneale / retro-peritoneal hernia. Event description: "the balloon explosed into the retroperitoneal cavity. A piece on plastic couldn't be pick up and expose the patient to ssi" the product was send to decontamination and available to be pick up at the pharmacy. From customer complaint form [translation]: during the preparation of the preperitoneal space the balloon burst leaving a piece of plastic inside the patient. Removal of the piece of plastic from the patient's body. Additional information received by email from applied medical representative on 29oct21: the balloon has blown up into the retroperitoneal cavity of the patient as explain in the form attached. So the surgeon had to pick up every pieces of the balloon into the cavity before to continue the case. The risk of infections was high but fortunately didn¿t affect this patient. Additional information received by email from applied medical representative on 25nov21: the scope brand is a [device name] of 10mm and 0°. Intervention: retrieval of separated part. Patient status: the risk of infections was high but fortunately didn¿t affect this patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon fragmentation. The balloon material was stretched, torn, and fragmented. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hernie retroperitoneal / retro-peritoneal hernia. Event description: "the balloon exploded into the retroperitoneal cavity. A piece on plastic couldn't be pick up and expose the patient to ssi" the product was send to decontamination and available to be pick up at the pharmacy. From customer complaint form [translation]: during the preparation of the preperitoneal space the balloon burst leaving a piece of plastic inside the patient. Removal of the piece of plastic from the patient's body. Additional information received by email from applied medical representative on 29oct21: the balloon has blown up into the retroperitoneal cavity of the patient as explain in the form attached. So the surgeon had to pick up every pieces of the balloon into the cavity before to continue the case. The risk of infections was high but fortunately didn¿t affect this patient. Intervention: retrieval of separated part. Patient status: the risk of infections was high but fortunately didn¿t affect this patient.